Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot and a review of the complaint history identified no similar incidents from the reported lot. It should be noted that the reported patient effect of emboli as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported entrapment of device or device component (clip caught on chordae) appears to be influenced by user technique/operational context. The reported detachment of device component (complete clip detachment) was a cascading effect of the clip entanglement in the chordae as the clip was not placed in the intended area and this likely influenced the detachment. The reported embolism was a cascading effect of the detachment of device component (complete clip detachment) as the detached clip embolized in the left atrium. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the clip was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed as the mitraclip became caught in the chordae, was implanted in an unintended area, and then detached and embolized. It was reported that this was a mitraclip procedure treating mixed mitral regurgitation (mr) grade 4. One mitraclip was successfully implanted. Another mitraclip was advanced and leaflet grasping was about to be attempted when the clip became caught in the chordae. Standard troubleshooting measures were performed without success, therefore, the operators implanted the clip in an unintended area. Following, the clip detached from the chordae and embolized into the left atrium. The gripper line remained attached to the clip and so the clip was removed from the left atrium and down into the groin by retracting with the gripper line. The device was removed from the patient's groin and there was no adverse patient sequela. There was no additional intervention required and no clinically significant delay was noted. The mr had been reduced to grade 2 and the procedure was completed. No additional information was provided regarding this issue.